Event description:
It was reported that the patients hydrocephalus got worse after the pt underwent a MRI.

Manufacturer narrative:
The valve was patent and passed siphon and leakage testing. The valve met specifications for preimplantation and pressure/flow testing. The valve did not pass reflux testing. Debris within the valve may interfere with the valve mechanism resulting in reflux. A review of the manufacturing records showed no anomalies. Per page 8 of the instructions for use (IFU), "exposure to MRI systems of up to 1.5 telsa will not damage the strata valve mechanism, but can change the performance level setting. The performance level setting should always been checked before and after MRI exposure." All of our valves are 100% tested at the time of this report as an admission that the product caused or contributed to the reported event.